Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist connected to the customer's system remotely and determined that quality controls on the day of event occurrence were acceptable. The ccc specialist ran alignment tests and the sample 3 probe (s3) and reagent 4 probe (r4) failed. The ccc specialist ran mixer diagnostics for r4 and s3. The r4 mixer test passed while the s3 mixer test failed. Auto-alignment on server 2 and 3 probes was performed. The reagent arm 4 failed auto-alignment. The instrument was homed, initialized and sequenced reagent arm 4, which passed. The auto-alignment for r4 was rerun, which was still failing. The can boards were initialized but the issue did not resolve. The siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the s3 belt was damaged and replaced the belt but the issue still persisted with low quality control results. The cse the replaced the reagent 5 (r5) probe and s3 probe and mixer. The cse performed alignments and ran quick check, mixer service methods and quality controls on server 3, all of which passed. Glucose assay was on server 2. Mixing and probe service methods for server 2 were run and passed. Quality controls and precision testing on glu were run, which were within acceptable ranges. The cse moved glu from server 2 to server 1 and all calibrations and quality controls were acceptable. The cause of the discordant, falsely low co2 and glu results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained for carbon dioxide (co2) and glucose (glu) on patient samples tested on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). Samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and glu results.